Manufacturer narrative:
Device alarmed a21 after battery change and resets time or date to factory default due to c13 voltage leak at interface board. However, device passed the self-test and displacement test. No unexpected a17 alarm noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had multiple insulin pump error. Customer's blood glucose level was unknown. Customer reports they were able to clear the alarm. Customer states they are able to rewind the insulin pump. Customer states alarm reoccurring during normal use. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will not be returned for analysis.